Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that they have been hearing the pump buzzing for a week and a half. It buzzes for a while, then stops, and started again about an hour. The patient reported that they went to the healthcare provider (hcp) yesterday and they checked the pump and there was no alarm going on. However, they were told to charge up the external devices. The patient mentioned that they had a refill last week and since then the alarm started. The patient service reviewed the critical and non-critical alarm. The agent reviewed agent role and recommended patient consult with hcp for next step. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptom was reported. Additional information was received from a consumer (con) stated that the healthcare provider read the pump, and it was not clear why it was alarming. It was confirmed that the pump was not alarming prior to the refill. The company representative (rep) stated that she thought the alarm started after the refill at some point and said, the patient described it like a vibration in addition to the noise. Recommended checking logs and then doing an alarm test if they don't see an obvious reason for the alarm in the logs as well as trying to have the provider or someone listen for the alarm to help confirm it's coming from the pump.

Event description:
Additional information was received from a consumer (con) stated that they took the medicine out of the pump and put the medicine back in and it worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.